Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the nurse unsealed outer plastic package of smart flex and took out inner plastic package. This inner package was not sealed at all, so inside product fell off to the ground! There was no reported injury to the patient. It is not possible that the device was purposely opened and reshelved after the device was not used. There was no damage noted to the outer package. The device was stored in the lab in a dry cool place. The device was placed in the lab immediately after receiving the product. The actual device was not damaged. The device will not be returned for evaluation.

Event description:
As reported, the nurse unsealed outer plastic package of smart flex and took out inner plastic package. This inner package was not sealed at all, so inside product fell off to the ground! There was no reported injury to the patient. It is not possible that the device was purposely opened and reshelved after the device was not used. There was no damage noted to the outer package. The device was stored in the lab in a dry cool place. The device was placed in the lab immediately after receiving the product. The actual device was not damaged. The device will not be returned for evaluation. Two pictures related to the reported failure were attached.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: h6: as reported, the nurse unsealed outer plastic package of smart flex and took out inner plastic package. This inner package was not sealed at all, so inside product fell off to the ground! There was no reported injury to the patient. It is not possible that the device was purposely opened and reshelved after the device was not used. There was no damage noted to the outer package. The device was stored in the lab in a dry cool place. The device was placed in the lab immediately after receiving the product. The actual device was not damaged. The product was not returned for analysis. Instead, two pictures related to the reported event were attached at the complaint file (B)(4). The two pictures are identical. In both pictures two ¿smart flex¿ pouches are shown. One pouch is with the product label in the front. Due to the lack of definition, the information printed on the label cannot be read. The second product is with the back side (side with no label) to the front. In both pouches, is not possible to determine if they are open or sealed or if the product is inside. No other outstanding details are noticed in the attached picture. A product history record (phr) review of lot 309881 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box~ compromised sterility- secondary package seal open (flexstent/smartflex).¿ was not confirmed. According to the picture analysis, the condition of the seals cannot be determined. It is not possible to establish if the packaging is sterile based only on the attached pictures. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the nurse unsealed outer plastic package of smart flex and took out inner plastic package. This inner package was not sealed at all, so inside product fell off to the ground! There was no reported injury to the patient. The device will not be returned for evaluation.